Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during laparoscopy-assisted distal gastrectomy, the surgeon felt the seal of the device was not smooth and it was difficult to control the device. The procedure was completed with the same device. No patient harm.